Manufacturer narrative:
Zoll service investigated the thermogard xp ivtm system (sn (B)(6)) at the customer site. The reported complaint of the thermogard system not cooling was not confirmed in the system's log data files or during functional testing. No device malfunction was found, and the thermogard console functioned as intended. The possible root cause of the reported complaint may be a faulty temperature probe. Reviewing the system's log data files didn't show issues or error messages. The thermogard ivtm system successfully passed all functional tests and operated within specifications without any faults or errors. The reported complaint could not be replicated. Testing with tp400 temperature simulators across a range of 25°c to 40°c showed appropriate device response, and the slew rate test confirmed the thermogard console was operating within manufacturer specifications. Following service, the thermogard system passed all testing criteria.

Event description:
The thermogard xp ivtm system (sn (B)(6) was used for fever control on a 53-year-old male patient after cardiac arrest. The target temperature was initially set to 38 °c, then lowered to 36 °c at the maximum rate. The ICU charge nurse contacted zoll, reporting that the patient had a spike in fever to 38.4 °c and was not cooling. It is unknown how long after starting the cooling protocol the fever was noticed. The customer replaced the esophageal temperature probe and inserted a rectal probe for easier patient care. However, the customer was unable to lower the temperature. Troubleshooting with zoll tech line confirmed that the rectal probe was plugged into the t1 output and the foley probe, inserted in the bladder, was in t2. The temperature discrepancy between the rectal and foley probes was 0.5 degrees, with the rectal reading higher. All lines and tubes were clear, and the pinwheel of the start-up kit (suk) was spinning. Since the foley probe had just been placed, there were no occlusions. Zoll tech line asked if they had another console, which they confirmed. After swapping out the console, the second console reached the target temperature without any issues. There were no adverse effects.